Manufacturer narrative:
As the case at hand is a legal claim it is not suspected that the devices or additional information are being submitted for review. Zimmer (B)(4) legal department have already passed all information that was received from the lawyer, to our complaint handling department. By experience zimmer (B)(4) never gets more information except for the one that has been already covered in the final report. Patients¿ advocates only provide to zimmer (B)(4) as much information as they are willing to share to protect the rights of their clients. All information which has been provided for this particular case is already covered in the final report. Nevertheless, should additional information become available to us, a follow up report will be submitted. A technical investigation was not possible to be performed, as the device is not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. No trend analysis could be performed as no item number is available. As no lot numbers were provided for the devices, the device history records could not be reviewed. An e-mail requesting missing device data information was sent. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: it was reported that a patient was implanted with a biolox delta head on (B)(6) 2014 on the right hip side and underwent revision surgery on (B)(6) 2014 due to infection. Review of received data: op notes (1st revision) (B)(6) 2014: metallosis was noted; a substance with grayish appearance observed during the removal of tissue. Posterior capsule was released and synovial tissue with significant metalotic metallosis was debrided and sent to pathology. Results were negative for any evidence of acute inflammation with significant metallosis. The femur stem appeared to be relatively stable with osteolytic debris. An attempt to remove the femoral head proved difficult. A crack was identified in proximal aspect of the femur. Based on this discovery a complete revision was elected out of concern for the remaining osteolysis of the femur. Bone loss from the anterolateral aspect was identified when the stem was disengaged. The acetabulum component was removed and debrided. A large osteolytic lesion with metalotic reaction was identified within the superior anterior. Op notes (2nd revision) (B)(6) 2014: patient underwent revision of head and liner with irrigation and debridement . Serosanguinous fluid was found down to fascia, when irrigated superficial tissues significantly there was some evidence of superficial infection. Femoral head, polyethylene were removed and hardware appeared stable. The femoral head was impacted, seated well on morse taper and hip was reduced. There were no known complications. Attached is a legal complaint filed on behalf of biomet magnum (right hip) patient/plaintiff, (B)(6). Please note that patient had received zimmer devices at time of revision ((B)(6) 2014) which subsequently were removed due to infection. On (B)(6) 2014, the femoral head and polyethylene liner were exchanged and the cavity was irrigated and debrided due to a post-revision surgery wound infection. No product was returned to zimmer biomet for in-depth analysis. The product location is unknown. Root cause analysis. Root cause determination using dfmea: incorrect sterilization method leads to non sterile head implant due to incorrect sterilization method => possible: it is possible that the device was sterilized in the hospital again with incorrect sterilization method. Non sterile product due to improper handling during surgery due to wrong handling of device due to wrong information => possible: it is possible that in the hospital a wrong handling of the device was performed. Adverse body reaction systemic or local (genotoxicity, carcinogenicity. Toxicity, irritation, hypersensitivity, etc.) Due to usage of bioincompatible material => not possible: there is biocompatibility specification available. Conclusion summary: sterilization certificates could not be reviewed due to absence of lot numbers. Nevertheless, single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it can be excluded that an unsterile device caused the infection. However, the IFU for endoprosthesis states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. However, an exact root cause for the infection could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
A letter from a lawyer is received. It is reported, that the patient was implanted with a biolox head (catalogue number unknown) on (B)(6) 2014 on the right side and he underwent a revision surgery on (B)(6) 2014 due to infection.